Event description:
The patient developed tachycardia/bradycardia syndrome, post dual chamber pacemaker placement with elevated impedance and capture threshold on post-procedure interrogation. Probable right ventricular ventricular lead perforation. Patient returned to electrophysiology lab for successful ventricular lead re-positioning.